Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The customer had obtained the expected results upon retesting the samples on the same instrument. The cause of the discordant, falsely low psa results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low prostate specific antigen (psa) results were obtained on three patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on the same instrument and resulted higher. The rerun results were reported to the physician(s). It is unknown if there was any patient intervention or adverse health consequences due to the discordant, falsely low psa results.